Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic left inguinal hernia repair, while using the device, the inner seal from the trocar went into the patient when a scope was inserted and was retrieved. The trocar was removed by the surgeon with no injury to the patient.